Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to air bubbles in the pump supplies and possible an issue with the non-tandem cannula, the customer's blood glucose was elevated (380 mg/dl). Manual insulin injections were administered to address bg. Upon follow up, customer used a new infusion set and insulin delivery was resumed.